Event description:
It was reported that during total hip arthroplasty procedure on (B)(6), 2012, when liner was opened for use, it was found to be the incorrect size. Package was labeled as a size 24 but contained a size 25. A different size 24 liner was available to complete the procedure.

Manufacturer narrative:
(B)(4) - investigation found that one (1) unit of the size 24 liner ((B)(4) lot 510770) and one (1) unit of a size 25 liner ((B)(4) lot 909770) underwent relabeling on (B)(4), 2011 where the labels were inadverently switched. Both units were relabeled at the same time by the same operator. Nonconformance is limited to one (1) unit from each lot. This report is associated with report 1825034-2012-00648 for (B)(4) lot 909770.